Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of the breach in aseptic technique was not further described. On an unreported date in the same year as onset, the patient was hospitalized for an unknown indication. During hospitalization, pd therapy was ongoing and the patient experienced peritonitis. On an unreported date, the patient began treatment for the peritonitis with vancomycin (1 gram, intraperitoneally, three times per week) and on an unreported date (in the same year as onset), the patient was recovered from the event. At the time of this report, dianeal therapy was ongoing. No additional information is available.